Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient experienced an adhesive malfunction event on (B)(6) 2026, as the customer stated that adhesive has not been staying on to them due to poor adhesive. The patient replaced infusion sets and resumed insulin successfully. No further information is available.